Event description:
It was reported that customer experienced low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer's spouse provides them juice to address the decrease bg. Tandem technical supported offered to perform a system check however the customer declined to proceed with any further assistance.